Event description:
Boston scientific crm received information that during this implant procedure, this right ventricular (rv) lead was attempted two times in the apex with high threshold measurements. The physician tried to place the lead one more time in the apex before repositioning to a new location and a perforation occurred. A pericardial centesis was performed and the blood was drained. The rv lead was repositioned to the rv septum and adequate measurements were obtained. As of this date, no further issues reported and the patient is doing fine.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.